Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced high blood glucose following an occlusion and signal loss, which led the device to stop dosing and enter bg run, and the patient did not understand that a manual bg entry was required to calibrate and resume dosing; troubleshooting and education were provided, and the agent guided the patient to enter a manual bg. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing with user education to restore therapy. Investigation included customer interview, review of pump status and alarm history, and guided troubleshooting. Investigation of this case revealed a dosing interruption due to occlusion and sensor signal loss, compounded by user misunderstanding of bg run requirements; function was recoverable with correct manual bg entry and education. It was concluded, based on previously established findings for similar reports, that the cause was user error in response to alarmed conditions with an associated infusion occlusion and sensor communication issue.